Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 49 mg/dl, and the meter bg reading was 129 mg/dl. Tandem technical support instructed the customer to enter calibration bg values to address the issue. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.